Event description:
It was reported that difficulty to recapture the closure device and access sheath kink occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was being implanted. Five to six full recaptures were attempted, however the closure device was pulled to the left atrium upon recapture and the watchman access system (was) was recaptured at a right angle. A new closure device was taken to complete the procedure and there were no patient complications reported.